Event description:
Caller states the patient tested 25mg/dl on advantage system 1 and 73mg/dl on advantage system 2. No action was taken on either device result reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. (B)(4).